Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported vi phone call that the insulin pump had an error showing hardware low level failures. The customer's blood glucose level was 182 mg/dl. The customer stated that the error reoccurred after they were able to clear the alarm. The customer stated that the insulin pump failed the self test. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in pump trace download due to a broken trace at keypad assembly.